Event description:
Home pt reports pinhole in pt line tubing of homechoice set, approximately 8 inches from pt connector. Leak was noted when pt rec'd system error 2240 alarm in drain 4 of 4. Home pt discontinued treatment at that time. Per rn, no pt injury and no medical intervention resulted from this incident.